Manufacturer narrative:
The onset of the driveline infection in (B)(6) 2015 was reported under MFR. Report # 2916596-2018-05863. The chronic infection was first reported under MFR. Report # 2916596-2017-03304. Approximate age of device- 4 years, 2 months. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A direct correlation between the device and the reported events could not be conclusively established through this evaluation. The heartmate ii lvas instructions for use (IFU) lists infection as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This IFU, as well as the heartmate ii lvas patient handbook, provide information regarding how to prevent infection, including exit site treatment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported the patient continues to have a chronic driveline infections that started (B)(6) 2015. The patient remains stable at home on oral antibiotics. No additional information was provided.